Event description:
It was reported that during stage 2 implant, the lead cap would not slide off the lead after the screw was loosened. The surgeon cut the cap off the end of the lead, which damaged contact #0. The distal contact appeared bent, but it fit into the extension and impedances checked okay. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead end cap implanted: (B)(6) 2012, explanted: (B)(6) 2012. Analysis of the lead cap found no significant anomaly. The lead cap had been cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.